Event description:
Drillbit was used to make holes in the humerus to anchor sutures. Drill bit tip broke off in bone and could not be retrieved. Would have caused more harm trying to retrieve than leave in bone. Approximately 1 cm left in patient.